Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the inability to aspirate from the catheter was not determined. The inability to aspirate from the catheter had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml bupivacaine at a dose of 2.813 mg/day and 20 mg/ml unknown morphine at a dose of 5.626 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient came in for a pump replacement on (B)(6) 2017 due to normal battery depletion. They were able to replace the pump (no back table prime). The healthcare professional (hcp) was not able to aspirate the catheter so they removed 14 cm of the proximal end from the original length of 85.1 cm and then added back the same length of 14 cm back. It was confirmed that the new pump had no back table prime, no drug in pump tubing, and new drug in the reservoir. The rep requested assistance programming a flex so the patient would be going the least amount of time without intrathecal drug. The hcp was sure they wanted to program a flex. The explanted portion of the catheter would not be sent back to the manufacturer for analysis. No symptoms were reported and no further complications were expected or anticipated.